Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer was sent a replacement device. The cause was not determined.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.